Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, was able to remove the cartridge, deliver a bolus, and successfully load a new cartridge, allowing them to resume insulin therapy. The issue was resolved.